Event description:
It was reported that during a lap gastrectomy, the clip could not be fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---no information what vessel or structure was the device fired on at the time of the event? ---around the gastric body was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Information was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no. Information the analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, a double feed incident occurred during the first firing sequence causing pear shaped clips. The remaining clips were conforming according to our manufacturing specifications. It could not be determined what may have caused this condition. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of device (b) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # (B)(4), (mfg date 02/09/2011, exp date 01/09/2016).